Event description:
It was reported that when using the bd pyxis¿ es server patient information was not crossing over from epic to multiple pyxis stations. The user stated that the issue was affecting newly admitted patients, whose records were not appearing in the pyxis system. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available.upon investigation of the actual device used in this incident, it was determined that there were no issues with order crossing over. A technical support specialist (tss) confirmed that the patient and order were present on the server, with the order scheduled to start at 06:00 am. Due to the server being on mountain time, the order was not yet active at the time of verification. Station settings allowed orders to appear 90 minutes prior to start time, and the case was created earlier than that window. The device was confirmed to be working as designed. The system functioned as intended after the technical support specialist investigated the device.